Manufacturer narrative:
H4: device manufactured on september 02, 2020- september 04, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak at the spike port bonding area. The reported condition was verified. The cause was not determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b2: date of death ¿ removed (B)(6) 2023 as there was no death involved in this report. This date of death was entered in error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the administration port seam. This issue was further described as, ¿leak came from middle, orange port seam¿. The leak was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.